Event description:
It was reported that the system monitor casing was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system monitor was confirmed via analysis of the returned system monitor. The returned system monitor was evaluated by service depot, and during visual inspection it was revealed that there was damage to the housing, touchscreen, the dc-ac inverter printed circuit board (pcb). The damaged parts were then replaced with new parts. After replacing the parts, a full functional checkout was performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system monitor was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on (B)(6) 2015. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.